Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s). 6947-65 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the device was at end of life (eol) and had abnormal battery depletion, depleting at three years of service. The device was explanted and replaced. It was noted that the patient is taking part in the product surveillance registry study. No patient complications have been reported as a result of this event.